Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been competed. As received, the monitor failed incoming testing and produced service code 105 and service code 204. Upon evaluation, the u611 processor lacked an output and the q12 and q16 transistors were shorted. The cause of the code 105 is the shorted transistors. The cause of the code 204 is the defective processor. The root cause of the defective components cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A review of service data detected a reportable problem. Monitor sn (B)(4) failed incoming testing and produced service code 105 and service code 204.